Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date for the reported meter serial number is unknown. The date entered in section h4 is the complaint awareness date. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2014 at 7:00am she attempted to test on her adc blood glucose meter and was unsuccessful due to her meter showing "expired test strips" on the display. Customer further reported she experienced feeling fatigued and visited a pharmacy for assistance with her meter. While at the pharmacy, customer's blood glucose was checked on an unspecified meter owned by another diabetic, and her glucose was determined to be high. At approximately 10:30am, customer self-presented to a clinic and was reportedly injected with an unspecified dose of an unknown type of insulin. No diagnosis was reported. There was no report of death or permanent impairment associated with this event.